Manufacturer narrative:
H.6 investigation summary: this complaint is for foreign material resembling contamination in a tube of phoenix ast broth (246003) batch number 2033331. The photos illustrated a tube of broth with foreign matter in the tube. Based off the photos, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns.

Event description:
It was reported that while using bd phoenix¿ ast broth contamination occurred. The following information was provided by the initial reporter: "ast broth contaminated with fungi."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ast broth contamination occurred. The following information was provided by the initial reporter: "ast broth contaminated with fungi."